Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-04270 / 04273).

Event description:
It was reported that patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised four times, for unknown reasons on unknown dates. The patient was further revised on (B)(6) 2006 due to unknown reasons. Subsequently, patient underwent a revision procedure on (B)(6) 2009 due to dislocation, instability and a greater trochanteric fracture. It was further reported patient underwent a closed reduction procedure on (B)(6) 2011 due to dislocation. Patient underwent a revision procedure on (B)(6) 2011 due to recurrent dislocation and chronic non-union of the greater trochanteric fracture. During the procedure, it was noted, the trochanteric claw plate was loose and two of the cables had broken. Patient underwent a hardware removal procedure on (B)(6) 2011 due to fractured trochanteric hardware as a result of patient noncompliance.